Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user forgot to make a meal announcement after lunch, resulting in elevated blood glucose that rose and then leveled at 266 mg/dl for about one hour; the user received troubleshooting and education to allow the system-delivered insulin to reduce glucose and to reassess after one hour. Symptoms included hyperglycemia without ketone testing, alerts above 300 mg/dl, medical assistance, or acute complications. Outcomes included no professional medical intervention, no need for assistance, and no immediate health effects. Investigation included complaint intake and user counseling on missed meal announcements and appropriate device use. Investigation of this case revealed expected device performance with user-related use error associated with a missed meal announcement; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device without a timely meal announcement.